Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01275.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation, ivc stenosis. Patient notes and further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Patient further notes "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions". Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2010: "impression: successful placement of an infrarenal ivc filter without any immediate complication".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.